Event description:
A customer reported receiving a minimum fill notification for their pump. The customer declined to provide their blood glucose level at the time of the event, so there was no reported impact. The customer was unable to resolve the issue with reloading the original cartridge or loading a new one. Despite following instructions from technical support, the problem persisted, leading to the escalation of the case. The customer switched to multiple daily injections (mdi) for insulin therapy, and a replacement pump was arranged within the warranty. The customer was informed about returning the problematic pump using a pre-paid label and acknowledged the instructions provided.